Event description:
Information was received indicating that four weeks following placement of a smiths medical portex® blue line ultra® tracheostomy tube a longitudinal crack was noted to the intermediate cannula. Subsequently, the tube was changed out. There were no reported adverse patient effects.